Event description:
It was reported that the device reached elective replacement indicator (eri) unexpectedly, and the right ventricular (rv) lead exhibited high thresholds. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Event description:
It was reported that the device reached elective replacement indicator (eri) unexpectedly, and the right ventricular (rv) lead exhibited high threhsolds. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.